Manufacturer narrative:
Additional devices listed in this report: cat 5537-g-525, lot n07mjda, description: no.4 tri ts plus tibial insert x3 poly 25mm; cat 5521-b-400, lot wdaj, description: tri tital knee, universal tibial baseplate size4; cat 5566-s-017, lot m2v44e, description: tri fluted stem 17mm; cat 5570-s-040, lot m3l22dd, description: tri offset adapter, 4mm; cat 5544-a-500, lot wxko, description: tri femoral posterior augument, #5; cat 5540-a-501, lot wpdv, description: tri fem dist augu 5mm ¿ size 5 left. It is unknown at this time which of these devices may have caused or contributed to the mechanical failure. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
It was reported that there was mechanical failure following revision of tka.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding mechanical failure involving a triathlon ts femur was reported. The event was not confirmed. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for the reported lot. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that there was mechanical failure following revision of tka.